Event description:
Essure, tubal pregnancy 1 year after having them inserted and dealing with abdominal pain, pelvic pain, bloating, nausea. My right tube had to be removed, right essure coil was found outside of the tube and removed. I was given pictures of this. Weight gain and pregnancy symptoms with extreme bloating is now how I live with the added abdominal and pelvic pain that never goes away . Please, you have to do something about this... Women should not have to experience this!